Event description:
It was reported that during the penultimate follow-up that occured, the subject fdevice showed a remaining longevity of 18 months (on (B)(6) 2016) with a battery imepdance value of 3,36 kohm. On (B)(6) 2017, the device was found operating in vvi mode at 60ppm with a battery impedance of 22,8kohm. This resulted in an urgent pacemaker replacement.

Manufacturer narrative:
Based on available data, preliminary analysis revealed a normal battery depletion.

Event description:
It was reported that during the penultimate follow-up that occured, the subject device showed a remaining longevity of 18 months (on (B)(6) 2016) with a battery impedance value of 3,36 kohm. On (B)(6) 2017, the device was found operating in vvi mode at 60ppm with a battery impedance of 22,8kohm. This resulted in an urgent pacemaker replacement.

Event description:
It was reported that during the penultimate follow-up that occured, the subject device showed a remaining longevity of 18 months (on (B)(6) 2016) with a battery impedance value of 3,36 kohm. On (B)(6) 2017, the device was found operating in vvi mode at 60ppm with a battery impedance of 22,8kohm. This resulted in an urgent pacemaker replacement.